Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). There was contrast in the inflation lumen and blood in the guidewire lumen. Microscopic examination and tactile inspection revealed that the exit notch was twisted and torn. The shaft was buckled 15cm ¿ 17cm distal of the exit notch. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination revealed that the balloon was tightly folded with stent impressions. The stent was not returned for product analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal left anterior descending artery. A 20x2.25 rebel¿ stent was advanced to the lesion. However, the stent got caught on a previously implanted stent which was implanted 3 years ago and the stent fell off from the catheter. When the device was removed, removal difficulties were encountered. Eventually, the device was removed. No patient complications were reported and the patient's status was fine.